Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective rear response button, causing it to be non-functional. The rear response button metallic dome was missing, causing fault. The root cause of the missing rear dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.